Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, cracked reservoir tube and stained end cap sticker.

Event description:
Customer reported that her insulin pump was not delivering the correct amount of insulin. Customer reported that her insulin pump was alarming button error and she gave herself two units of insulin, but the insulin pump only delivered one unit. Nothing further was reported.